Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 448 mg/dl. The customer reported that they needed help to connect transmitter to the insulin pump. Customer stated that the transmitter led did not blink on and off. It was unknown if auto mode was active during the reported event. The device will not be returned for analysis.